Event description:
Follow-up identified the patient continues to experience pain at the ipg site without stimulation. No further updates at this time.

Event description:
It was reported the patient went to the emergency room on (B)(6) 2015 due to a burning sensation at the ipg site. Stimulation was turned off at the time. The patient declined reprogramming and requested the scs system be explanted. Surgery is pending per the patient's request.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.